Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was due to failure of the primary decompressing device and the manifold. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the high flow insufflation unit's flow rate was not met due to a bad manifold, and the first regulator was leaking oil. There were no reports of patient involvement.

Manufacturer narrative:
The device investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.